Event description:
On november 22, 2000 nellcor puritan bennett was notified that the hospital was in need of an easy cap dfu as they are going through litigation. According to the caller a pt had expired while being monitored with a nellcor easy cap.